Event description:
It was reported that during peritoneal dialysis (pd) therapy, a system error (se) 2367 alarm (fail safe shut down) occurred on the homechoice (hc) unit. It is unknown during what step the alarm occurred and how long the device was in use prior to the alarm. Tsr reviewed the proper procedure with the nurse as per user manual. There was patient involvement; however there was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional information become available, a follow-up will be submitted.